Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (cts), however, customer was unable to complete the check. Customer changed the cartridge and resumed insulin therapy. Reportedly, the customer was not changing the cartridge when changing the site. Customer¿s blood glucose level was 158 mg/dl..